Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose at the time of the incident was 50 mg/dl and current blood glucose was 93 mg/dl. The customer treated with the food. The customer declined further troubleshooting low blood glucose. The insulin pump will not be returned for analysis.